Event description:
The electrode was plugged into the vapr unit, but it did not register on the lcd read-out. When they replaced the electrode, the new one functioned properly. The surgeon used the new like device to complete the procedure without further incident or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated visually. The distal tip of the electrode has some mechanical damage to it. The distal end of the active metal plate appears to have fractured off. Additionally, the distal end of the thing ceramic ring that circumscribes the metal faceplate, between 5 and 7 o'clock, has also fractured off. These conditions are consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Furthermore, the distal tip of the device, the white plastic manifold, appears slightly burnt/melted and degraded, there is mass missing from the manifolds between 5 to 8 o'clock. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. The manufacturer has historically developed several hypotheses for this issue that could potentially lead to this type of failure: tip burial activation: this can cause carbon tracking between active and return crating an "output short" error code on the generator. This is considered to be a user issue and external failure. Activation outside of the saline field: this can cause thermal damage to the tip, in turn reducing the distance between the active and return paths. This is considered to be a user issue and external failure, injector pin mark: theoretically, if the injector pin mark on the manifold causes a reduction in the thickness of the manifold wall, a short could occur between the active tip wire and the return plate. This shorting could result in the manifold burning through the manifold when the device was being activated. Again, this is theory, in these cases the injector pin mark of the affected complaint devices no longer exist due to the results of the failure. All of these hypotheses are being evaluated through a long-term study towards, if not completely eliminating, greatly reducing this failure mode. The event description language, as initially reported, did not make any allusion to the electrode tip breaking off into the body. It was not until the device was received and evaluated that it was discovered that the tip had fractured at multiple locations. Further attempts at attaining information as to whether the electrode fractured off into the body have been unsuccessful. It is not known if the tip fractured off into the patient, and if so, were the fragments removed. We do not know what effect this would have, if any on the patient. Therefore, we are filing a report as a fail-safe method to document this event. We are still in the information gathering phase, if any information is received that is pertinent and germane to this issue, a follow up report reflecting the updated information will be forwarded to the FDA. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.